Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 30mm watchman laa closure device & delivery system (wds) were used. After the watchman access sheath was inserted into the left atrium, a clot was formed at the septum in the right atrium. An activated clotting time (act) of 250 was noted post transseptal puncture. Additional heparin was administered to total 11,000mg and the second act reading was 377. The closure device was successfully deployed with release criteria met. Upon removal of the access sheath, the doctor attempted to aspirate the clot from the right atrium unsuccessfully. The clot remained in the right atrium and the patient remained stable. No additional protamine was given and the patient was discharged.